Event description:
The reporter stated, the surgeon inserted and removed an aq2010v silicone three piece lens within the same surgery due to lack of capsule support for the lens. The incision was enlarged to remove the lens and an anterior chamber lens was implanted. Sutures were required to close the incision. The reporter stated, the lack of capsule support was due to the pt's anatomy and was not lens related.

Manufacturer narrative:
Method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue and reddish residue. A lens work order search was performed and no similar complaint was found. It should be noted that the injector and cartridge were not returned for evaluation.